Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1 with a non-compatible filter guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed in the form of kinks/buckling and a burst infusion sheath. The kinks/buckling was located 1cm from the tip and 76cm from the tip. The infusion sheath had burst located 85cm from the tip. The guidewire was stuck in the device. The distal cutter was run too far distal and interfered with the coils on the filter guidewire. The guidewire was sticking out of the distal end approximately 23cm and sticking out of the proximal end 137cm. The device was set up per the instructions for use. The device primed and did not function as designed due to the damage on the catheter shaft. The tip would not spin. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that entrapment on the guidewire and a leak occurred. Vascular access was gained contralaterally via the left common femoral artery to the right superficial femoral artery (sfa) with a 17f non-boston scientific sheath. Access was gained with no issues. The 80 to 100% stenosed target lesion was located in the mildly calcified and mildly tortuous sfa. A 2.1mm jetstream xc atherectomy catheter was introduced to treat approximately 20cm of the lesion from the proximal sfa to the distal sfa. The lesion was a combination of occlusive and sub occlusive blockages. The lesion was broken up into 4 separate 5cm treatment lengths. All were treated with two runs with blades up and two runs with blades down. The guide wire was removed from the wire guard as the lesion was treated proximal to distal. In the last 5cm section, the catheter was used for one run in blades down and when the lesion was to be treated for the second run of blades down, saline was spilling on to the physician's fingers from the fractured mid shaft. With the forward activation button pressed, fluid leaked out at the site as it also did on rex activation. During removal from the patient, the catheter was stuck on the guidewire. The entire system including the guidewire and filter were removed with no issues. Guide wire access was gained again and the procedure was successfully completed with angioplasty and drug coated balloons. There were no patient complications.

Event description:
It was reported that entrapment on the guidewire and a leak occurred. Vascular access was gained contralaterally via the left common femoral artery to the right superficial femoral artery (sfa) with a 17f non-boston scientific sheath. Access was gained with no issues. The 80 to 100% stenosed target lesion was located in the mildly calcified and mildly tortuous sfa. A 2.1mm jetstream xc atherectomy catheter was introduced to treat approximately 20cm of the lesion from the proximal sfa to the distal sfa. The lesion was a combination of occlusive and sub occlusive blockages. The lesion was broken up into 4 separate 5cm treatment lengths. All were treated with two runs with blades up and two runs with blades down. The guide wire was removed from the wire guard as the lesion was treated proximal to distal. In the last 5cm section, the catheter was used for one run in blades down and when the lesion was to be treated for the second run of blades down, saline was spilling on to the physician's fingers from the fractured mid shaft. With the forward activation button pressed, fluid leaked out at the site as it also did on rex activation. During removal from the patient, the catheter was stuck on the guidewire. The entire system including the guidewire and filter were removed with no issues. Guide wire access was gained again and the procedure was successfully completed with angioplasty and drug coated balloons. There were no patient complications.